Event description:
Boston scientific crm received information that this right atrial lead is exhibiting high out of range impedance measurements and noise. It is believed that the lead is fractured. The device was programmed vvir and the lead will be revised in the near future. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this event will be updated as necessary.